Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy pump exhibited no disposable pump won't run alarm. It was noted that several bubbles were observed in the tubing that extends across the top of the cassette. No patient consequences were reported. No adverse effects were reported.